Event description:
It was reported that patient experienced issues with system not accurately displaying capacity of insulin cartridge after refills, which caused difficulty managing blood sugar levels due to uncertainty about remaining insulin and potential insulin waste and interruption to management. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.